Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system, exhibited a gradual increased in the shock lead impedance (sli), to out of range levels and continues to slowly increase. The rv pacing impedance and rv sensing are stable, and there have been no events with noise. Troubleshooting was discussed. Furthermore, a defibrillation threshold (dft) test was performed, and the shock lead impedances were in range. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system, exhibited a gradual increased in the shock lead impedance (sli), to out of range levels and continues to slowly increase. The rv pacing impedance and rv sensing are stable, and there have been no events with noise. Troubleshooting was discussed. Furthermore, a defibrillation threshold (dft) test was performed, and the shock lead impedances were in range. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.